Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of bad display was confirmed and duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of bad display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as remediated.